Event description:
Customer reportedly obtained values of 226mg/dl, 278mg/dl, and 119mg/dl on the same device within 10 minutes. Customer also reportedly obtained results of 112mg/dl and 247mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.